Manufacturer narrative:
The device was returned to olympus for inspection, and the following malfunction was found during the device evaluation: the lens of the main unit was flooded and a front cover screw was missing. Based on the results of the investigation, a probable root cause could not be identified. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the lens of the main unit of subject device was flooded and a front cover screw was missing. There was no patient involvement.